Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple pump reboots due to unacknowledged cs 128 replace battery alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap secured properly to the pump, and the cap contact dimensions measured within specifications. A power loss was not observed. The pump case was removed, and no intermittent conditions were found on the printed circuit board. Unrelated to the complaint, the pump was powered on and the display screen appeared dim.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.